Event description:
It was reported that the patient was experiencing inadequate stimulation due to having difficulty charging the ipg. There was no device malfunction suspected. The patient underwent an ipg replacement procedure wherein a non rechargeable and an MRI compatible ipg was implanted. The patient was doing well postoperatively and explanted ipg was discarded by the medical facility.